Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported phenomenon occurred due to the device age deterioration over time since the manufacture of the device. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not use the device if any abnormalities are observed prior to use olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found reported issue was confirmed. Leak on the probe unit was observed. Fine cracked on the probe unit was noted causing the leakage. Peeling on cement in the ob (object lens) were observed, causing glared image (white glare). In addition, the control knob was observed to be loose. Based on evaluation findings the reported failure was confirmed, found to be due to cracked on the probe unit. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device failed leak test. The issue occurred during reprocessing. There was no patient involvement, no user injury reported.